Event description:
The customer reported that fluid had leaked under the lh 500 hematology analyzer and onto the countertop during shutdown. The customer stated that the source of the leak could not be located. The customer was wearing personal protective equipment consisting of gloves, a lab coat and face shield during the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found no evidence of a leak nor was there a leak present during service. The fse observed that the compressor pressure was not present or was increasing very slowly. The fse noted that the pressure would not increase after the unit had been idle and discovered that the compressor was not functioning properly. The fse replaced the pneumatic supply (compressor) and verified repair per established procedures. Root cause of the leak was due to low pressure caused by pneumatic supply which was not functioning properly.

Manufacturer narrative:
(B)(4).